Manufacturer narrative:
Us customer contacted cepheid to discuss patient results. On (B)(6) 2022, a sample was collected from the patient. The sample was processed per pi on the xpert xpress cov-2/flu/rsv plus, which resulted in sars-cov-2 positive, flu a positive; flu b negative; rsv negative. This was reported to the physician. The original specimen was retested with xpert xpress cov-2/flu/rsv plus on (B)(6) 2022, which resulted in sars-cov-2 positive; flu a negative; flu b negative; rsv negative. Sample was stored at room temp between tests. Sample was processed per the pi. This result was reported to the physician. Customer confirmed the patient is pediatric and was symptomatic for covid-19 at the time of testing. The customer also confirmed there was no death, injury or deterioration in health related to the discrepancy. This case involves a specimen that tested positive for sarscov2 and influenza a by the xpert xpress cov-2/flu/rsv plus test. The test was repeated on the same specimen, and tested positive only for sarscov2, with a cycle threshold value consistent with low target concentration. The sarscov2 pcr curve was normal in appearance. The flua channel a1 was weakly positive and a normal appearing pcr curve. Upon repeating the testing, the sarscov2 target produced a low cycle threshold value. The flua a1 channel produced a cycle threshold value just outside the cutoff for this target. There were pcr curves for both targets. No evidence of product malfunction. According to the customer, there was no known harm to the patient. The likely root cause is target/s near limit of detection or near cut-off. False positive: false positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "positive results are indicative of active infection, but do not rule out bacterial infection or co-infection with other pathogens not detected by the test. Clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status." Note for device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss patient results. On (B)(6) 2022, a sample was collected from the patient. The sample was processed per pi on the xpert xpress cov-2/flu/rsv plus, which resulted in sars-cov-2 positive, flu a positive; flu b negative; rsv negative. This was reported to the physician. The original specimen was retested with xpert xpress cov-2/flu/rsv plus on (B)(6) 2022, which resulted in sars-cov-2 positive; flu a negative; flu b negative; rsv negative. Sample was stored at room temp between tests. Sample was processed per the pi. This result was reported to the physician. Customer confirmed the patient is pediatric and was symptomatic for covid-19 at the time of testing. The customer also confirmed there was no death, injury or deterioration in health related to the discrepancy.